Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon was unable to accurately deploy the heartstring iii proximal seal and obtain hemostasis. A new kit was opened and deployed achieving successful hemostasis. Procedure continued without interruption or delay. There were no pt effects. No product was discarded.